Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is having pain and wondering if this hip product is on the recall list. More concerned about cobalt poisoning that the patient has read about. Patient would like this issue resolved. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, during implantation the patient had chip fractures and a small and a lateral wall fracture noted after trialing.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.